Event description:
It was reported the cystonephrofiberscope had deposits and fogging on the lens of the cystoscope eyepiece. The issue was found during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established and the foreign material was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.